Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The customer was taking shots to receive insulin. The customer received the basal for a short period and the boluses were not delivered. The customer woke up with high blood glucose levels. Customer's blood glucose level was 539 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No excessive no delivery alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip.